Event description:
It was reported that this system with a right atrial (ra) lead and a pacemaker showed a detachment at the proximal pin within the header of the pacemaker. The ra lead was surgically abandoned, and the pacemaker explanted. The field representative does not know if the pacemaker is going to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right atrial (ra) lead and a pacemaker showed a detachment at the proximal pin within the header of the pacemaker. The ra lead was surgically abandoned, and the pacemaker explanted. The pacemaker has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted a centered hole in the right atrial seal plug and tool marks on case. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.